Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/01/2020. The device history records reviewed, and no issue found. Additional h3 investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2020. The following information has been requested and obtained. Please clarify quantity of blood loss? Unobtainable. Any medical treatment provided? If yes, please provide medicine name, strength and dose hemostatic disinfection was given. Then another suture was used to complete the surgery. No other information was available. What is the patient¿s current health status and condition? Unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify quantity of blood loss? Any medical treatment provided? If yes, please provide medicine name, strength and dose what is the patient¿s current health status and condition?

Event description:
It was reported that a patient underwent a foot procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing in traumatic operation of right foot surgery. Accompanied by wound bleeding. Additional information has been requested.